Event description:
Report received of j retention wire fracture with protrusion through the outer polyurethane insulation.

Manufacturer narrative:
Visual inspection under 30x magnification indicates j stiffener wire has fractured at weld site, approx. 11mm and approx. 18mm proximal of weld site with no protrusion observed. The proximal section of j stiffener wire measures approx. 69mm and has migrated down lead body approx. 38mm proximal of weld site. Visual inspection under 30x magnification also indicates lead was snipped or cut approx. 37cm proximal of fixation helix housing electrode tip, with evidence of flared coil wire ends.